Event description:
Caller reported an error with their continuous glucose monitor (cgm), specifically error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided a complete pump reset procedure, and after walking the caller through the reset, the cgm error code no longer appeared. The caller was then able to successfully begin their sensor session.